Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4)has been completed. The reported problem (cannot complete testing) was confirmed. As received, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the strain relief. The cause of the inability to complete testing is the pulled cable. The root cause of the pulled cable cannot be positively identified but is likely excessive force. No adverse event resulted from the damaged cable and wires.

Event description:
A united states distributor returned an electrode belt indicating that it could not complete testing.